Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® push button blood collection set, a total of 10 devices (not specified per event date) had the luer adapter hub separate from the np(non-patient) needle. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. D9: returned to manufacturer on: 21-nov-2025. H.3 device eval by manufacturer? Yes. Investigation summary: bd received 15 samples and 3 photos for investigation. The photos were reviewed and one of the photos shows a device with the male luer separated from the female luer. The 15 returned samples were subjected to functional tests to assess separation during use. All samples passed testing for sleeve function, as there was no evidence of defects to the sleeve or sleeve leakage. However, 6 of the samples failed testing, as the male luer was separating from the female luer during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: separates. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® push button blood collection set, a total of 10 devices (not specified per event date) had the luer adapter hub separate from the np(non-patient) needle. There was no health impact or consequences reported.